Event description:
On (B)(6) 2022 kestra helpline and complaints coordinator was notified by the patient's caregiver that the patient had passed away on (B)(6) 2022 after being in the hospital with the last day of device usage per carestation as (B)(6) 2022.no complaint was filed due to the patient's recorded date of death was 11 days after the last day of device usage. However, after the wcd was returned from the field and usage data was downloaded, the stored data recorded the last date of use as (B)(6) 2022.on 12/02/2022, the reported complaint was revised based on the device event log. The last date of usage of the wcd system was recorded as (B)(6) 2022 and the reported patient death was (B)(6) 2022. It was unknown during the initial event report if the patient was wearing the wcd system at the time of death. After return of the device for investigation, it is now assumed that the patient was wearing the wcd at the time of patient bradycardia and asystole episodes and subsequent death.evaluation of the returned system confirmed no issue with device performance. However, the wcd is not indicated for treatment of asystole.